Manufacturer narrative:
The device was returned due to an error message. One image was submitted to product performance engineering. The image appears to show an error message. The sensor read as an open circuit. Further investigation isolated the open circuit to within the sensor coil. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open sensor remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a ventricular tachycardia procedure, a tool in port 1 hardware failure message displayed and the procedure was unsuccessful. After the error message, the catheter was connected to the other channels in the precision link with no resolution. The connecting cable was replaced but the error message remained and the catheter was unable to collect magnetic point. The catheter was replaced with a non-abbott device and without magnetic data but the procedure was completed unsuccessfully. The physician believes the cause of the unsuccessful procedure was related to the electrical based mapping procedure and non-abbott catheter instead of having the ability to use magnetic based mapping.